Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (slda) was due to challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted. While preparing a second clip, the first clip detached from the posterior leaflet in a single leaflet device attachment (slda). According to the physician the slda was due to patient anatomy. The second clip was then implanted lateral to the first clip for stabilization and to further reduce the mr. The procedure was complete with a final mr grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.